Manufacturer narrative:
Our product evaluation laboratory received one 20cm presep oximetry catheter with suture loop. Two kinks were found on the catheter body at 35mm and 50mm from the distal tip. The catheter tube maximum outer diameter measurement was taken at 7mm from the distal tip, and noted to be 0.1170 inches. The measured outer diameter indicated the returned sample was possibly an 8.5f presep. The outer diameter measurement was within maximum specification. The lab¿s 0.032 inch stylet passed freely through the entire length of the distal lumen. The catheter passed in-vitro calibration with the lab¿s cal-cup. All thru-lumens were found to be patent and did not leak. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The report of the catheter body was kinked was confirmed. The report of insertion difficulty was not confirmed. An engineering evaluation task has been initiated to assess any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new catheter. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during insertion of the right internal jugular vein with a presep catheter, in a patient admitted for sepsis pneumonia, the physician met resistance with the guidewire at the 10cm mark. The physician decided to then dilate the vein and was able to thread the catheter without issue. X-ray was obtained to confirm placement and showed the catheter had coiled back, so the catheter was removed and found to be kinked at the 10cm mark. The model and lot number for the catheter are unknown by the customer. A new line was then inserted at a new insertion site located lower in the right internal jugular vein. The customer reported that blood cultures came back negative. The customer also reported that the patient did subsequently expire about 7 days later; however, the customer confirmed the patient's death was not related to the catheter malfunction and there is no patient injury alleged for this event. All patient demographics were provided.